Event description:
The wife of a male pt contacted lifecor customer support to report that the pt's electrode belt will not stay connected, it comes loose. A lifecor pt services rep (psr) visited the pt and confirmed the belt would not stay connected. The psr felt the connector locking collar was stripped and would not tighten. The psr replaced the pt's electrode belt.

Manufacturer narrative:
Device evaluation summary: device eval of electrode belt has been completed. The reported problem was confirmed. The cause of the belt connector not staying connected was bent pins within the electrode belt connector. The pins were bent in a swirl type pattern. The root cause of the bent pins cannot be positively identified. However, the most likely cause is improper use in that the connectors were forced together in a twisting motion rather than aligning the connectors as described in the device labeling. The damaged connector will be replaced. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.